Event description:
Customer reported an incident of hypoglycemia requiring treatment by layperson at a time when she attempted, was unable to use her aviva system due to no power. A request was made for the return of the system and a replacement was sent.